Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered into the pump by the user on 07/18/2018. User made bolus requests while still having insulin on board (iob) and without entering current bg level. The user also delivered three food boluses within one hour (2.31 units, 1.23 units and 0.92 units). Cartridge change sequence was completed in the evening on (B)(6)2018. There were no erratic basal rate adjustments. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. Making bolus requests and still having insulin on board could lead to a low bg event. It is possible the user overcorrected. There is no evidence of device malfunction.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40 mg/dl; cause was unknown. Bg was addressed by consuming juice. Recommendation was made for customer to consult with healthcare provider.